Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc2525c94tu, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted to repair an ivc on (B)(6) 2019. The navion stents were placed off label in the inferior vena cava. It was reported that on the (B)(6) 2019, the stent grafts were relined with a non mdt stent graft due to a collapsed stent. The cause of the stent collapse was not provided. No additional clinical sequelae were provided and the patient is fine.